Event description:
It was reported that a patient had a blood leak during hemodialysis therapy, the leak was observed on the sealing of the venous cap. The estimated blood loss for the patient was 100ml. The treatment was resumed with a new dialyzer from a different batch. The nurse informed that the issue was observed during the dialyzers first use, and the dialyzers were not reused. The nurse informed that the dialyzer passed the leak test prior to patient use. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore, no evaluation could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.